Manufacturer narrative:
The complaint investigation for falsely nonreactive abbott prism hcv results included a search for similar complaints, and the review of complaint text, trending data, labeling, in-house testing, and device history records. Return testing was not performed as returns were not available. The complaint activity for the lot 24026m700 identified normal complaint activity. The trending review determined no trends were identified for the product for the issue. Clinical sensitivity testing was done using an in-house retained kit of the complaint lot 24026m700. Replicates of 5 different hcv sensitivity panels were tested. The sensitivity panels met specifications. Device history record review determined no non-conformances or deviations were identified. A technical evaluation of differences between alinity s anti-hcv and abbott prism hcv was performed. While both the alinity s anti-hcv assay (ln 06p04) and prism hcv assay (ln 6d18) utilize chemiluminescence to generate a signal (amount of emitted light), which is proportional to the amount of analyte detected, the assays differ in their principle and composition. With regards to specificity, the alinity s anti-hcv assay design validation study with prism hcv as comparator assay yielded for the same donor population tested on alinity s and prism an overall final agreement for total donors between these two assays of 99.88%, with a 95% ci of 99.82% to 99.93%. Due to differences in platform, methodology and assay design, different results between the assays and platforms cannot be excluded. Labeling was reviewed and adequately addresses issue under review. Based on the investigation, no systemic issue or product deficiency for abbott prism hcv reagent lot 24026m700 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) abbott prism hcv result for a donor specimen when comparing to the alinity s analyzer. The following results provided: on (B)(6) 2021 sample ID (B)(6): prism (01293) hcv result = (B)(6), nat = (B)(6), alinity s anti - hcv results = (B)(6) there was no impact to patient management reported.